Event description:
Information received from the field notes that the patient presented for follow-up with a 60 bpm sinus rate. Interro- gation of the device resulted in dashes (---) throughout the programmed parameters. An attempt to downloaad the micro- processor resulted in the rate jumping to 130 bpm when the telemetry head was applied. Due to the patient's severe coronary artery disease and an artificial mitral valve, the download was aborted and the device was replaced.